Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the unit's cannula nares may be plugged/occluded. The customer reported that the patient had promptly started dropping its o2 saturation despite increasing the 02 flow. The customer also indicated that the patient was placed on mask and saturation rose immediately back to 100%, the patient had cardioversion and was placed back on a regular cannula at 2l and maintained saturation at 100%.

Manufacturer narrative:
Correction: (UDI#), MFR site(email), MFR site(phone #). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.